Event description:
In 2008, the patient reported, she switched to a different type of insulin about one month ago and since then she sees air bubbles inside the insulin cartridge of her infusion device and in the infusion set tubing. She said she is using room temperature insulin to fill her cartridges. She stated, she primes out the air bubbles when she fills the cartridge but later, she sees small air bubbles that appear to form larger ones. She stated she has had elevated blood glucose readings up to 400 mg/dl. Symptoms are thirst and frequent urination. She stated that she had contacted the manufacturer of the insulin and was told "maybe it's defective". The patient was advised to discuss the insulin issue with her doctor. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.